Event description:
It was reported that this right ventricular (rv) lead was exhibited high pacing thresholds that caused diaphragmatic stimulation. A micro-dislodgment was suspected, but it was not confirmed via x-ray. A physician attempted to reposition the lead, but the helix was unable to be redeployed during the procedure. As result, the lead was extracted an replaced with an alternate.